Manufacturer narrative:
Information contained in this report was previously submitted through asr on 10/19/2015. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. Device evaluation: analysis of the returned device identified: creases fold. Leak test and microscopic analysis was performed which identified: opening crack diaphragm valve and wear abrasion. Based on the device analysis the final assessment is: a cracked valve seat diaphragm valve and wrinkles (creases) are observed but have no relationship with manufacturing.

Event description:
Patient reported right side implant is "empty." Patient reported additional event of "rippling". Device has been explanted.